Event description:
It was reported that the patient developed an infection and endocarditis. Plans were made to extract the system.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.